Event description:
The user received high phosphorus results for quality control and two patient samples. Data was only provided for one patient sample. The initial result was 7.9 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 4.4 mg/dl. The initial result was reported outside the laboratory. The user refused to provide information to determine if the patient was adversely affected. The phosphorus reagent lot number was not provided. The field service representative determined the probes were out of alignment and were due to be replaced. He replaced all the probes, performed all alignments, replaced the reaction cells and ran a cell blank with no issues. He also replaced the gear pump as a precaution. To verify the analyzer operation, the customer ran calibration and quality control with results within the specified limits.